Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance and high capture threshold which resulted in failure to capture. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were not confirmed. A complete lead was returned in one piece for analysis with the four tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of suture sleeve damage.